Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report.

Event description:
Procedure: the patient had a significant history of right knee revision. Patient underwent knee revision, irrigation and debridement and synovectomy to treat acute infection outside of cors scope ((B)(4)). Patient underwent total right revision to treat the disfunction and arthrofibrosis, liner was exchanged (B)(6) 2016. Reported as cors per2920knee. Patient had acute infection after infection free many years. Then patient underwent right total knee revision, had replacement for liner surgery (B)(6) 2019.